Manufacturer narrative:
The info provided to ortho-clinical diagnostics, inc. May not be verified or verifiable, and may by inaccurate or incomplete as reported. This info is provided in compliance with the MDR regulation, and does not constitute an admission that the device has malfunctioned or that a connection exists between the product and a potential death or serious injury. If the signal reagent pack on the eci immunodiagnostic analyzer is repositioned after it has already been in use, or, if an empty or partially used pack is reloaded, the system may run out of sr and incorrect results could occur. Customers were sent a technical bulletin and label for their vitros eci immunodiagnostic system (eci) to clarify procedures to follow when loading and unloading sr packs. When the appropriate procedures are followed, the system automatically tracks the sr volume. Additionally, new software for the eci enhanced the current ability to detect when sr is not dispensed into a well.

Event description:
The operator placed a previously opened signal reagent pack on the analyzer. This resulted in depletion of signal reagent, which led to an hcg result of 0.00 miu/ml on a sample from a pt who previously had a beta-hcg of 15,000 miu/ml. Repeat analysis of the sample gave an beta-hcg level of 34,000 miu/ml. The operator's manual states: "do not place previously opened signal reagent packs on the signal reagent carousel". The laboratory reported that the physician did not believe the result and no treatment was altered because of it. Ortho-clincial diagnostics personnel visited the site and verified that the eci was performing normally.